Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 5 was not detected on bus and station was not turn on. A field service engineer replaced both controllers and control module to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis¿ medstation¿ es device was showing offline and black screen. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.